Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation isolation transformer was re-tapped, the ac power plug ground pin was straightened, the interconnect cable ground wire was re-attached, loose connections in the ac power plug were tightened and the inner tap nut connections on the workstation isolation transformer were secured. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.